Event description:
It was reported that while positioning the right atrial (ra) lead during implant, the threshold could not be measured. In addition, the lead impedance exceeded 1500 ohms. The ra lead was pulled over to the superior vena cava (svc) and the lead impedance indicated 600 ohms, suggesting that there was no anomaly with the lead. The ra lead was therefore positioned at a point where the sensing value could be measured. A device check was performed post-implant in which the lead impedance was noted to have decreased, but the threshold had remained the same since the operation. In addition, p-waves were not being sensed. The physician chose to observe the ra lead to see if the sensing failure would resolve. The one week post-implant check was performed on the patient. It was confirmed via x-ray that the ra lead had dislodged. The patient's condition was taken into consideration and the physician elected not to conduct a revision, but instead use the device in vvi operation going forward. The ra lead remains insitu. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).